Event description:
Information received indicates the head section cannot be lowered.

Manufacturer narrative:
The technician isolated the issue to the head panel gas springs not functioning. He replaced both gas springs to repair the stretcher.